Event description:
It was reported that during the initial implant procedure, varying pacing impedance was noted on the right ventricular (rv) lead. Abbott technical support was contacted and the rv lead was explanted and replaced to resolve the event. The clinician did not observe any visual anomalies on the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of varying low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Destructive analysis was performed and found damage to the inner insulation at the suture sleeve tie impression region. The cause of the reported event was due to damaged inner insulation consistent with over tighten suture.